Event description:
It was reported that surgeon applied an axsos proximal humerus plate to pt. While inserting a 4.0 locking screw by power, the head of the screwdriver shaft broke off. Surgeon removed the broken piece with a tonsil. A second screwdriver shaft was given to the surgeon and he continued with the case.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.